Event description:
The pt was in the operating room for a partial mastectomy and for intraoperative radiation therapy (iort). The daily qa and calibration of the zeiss iort device was successfully performed prior to treatment of the pt. The written directive called for 20 gy to be delivered at the surface of the 3.5 cm spherical applicator with 50 kv x-rays. The estimated treatment time was 17 mins 16 secs. Radiation oncologist, medical physicist and surgeon (referring provider) were present at the control console for treatment. The treatment initiated successfully. All 11 mins 47 seconds the control console reported an error and stopped treatment. The medical physicist called the vendor helpline for assistance. The vendor advised checking all the connections between the control console and the x-ray source and re-initiating the treatment. These actions did not clear the error. The vendor then advised to remove the applicator from the surgical site and repeat the daily quality assurance routine. If the daily qa routine was successful then the treatment could be continued. The x-ray source failed during the daily qa routine. At this point the vendor advised to terminate the procedure. The total dose delivered was 13.49 gy. The deviation from the physician's written directive was - 32.6%. The pt was not harmed in the incident and she recovered from surgery. The intention will be to deliver whole breast radiation therapy to ensure that an adequate dose has been delivered. FDA safety report ID# (B)(4).